Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2010-01758, 1627487-2010-01760 & 1627487-2010-01721. The pt received her scs system including three percutaneous leads (from two separate lots), one dual lead extension and an ipg on (B)(6) 2007. It was reported that due to a lead fracture, one of the leads, an extension and the ipg were explanted and replaced. As the lot number for the fractured lead was not provided by the physician, a report for each lead is included. F/u on the pt found no further issues reported. The explanted products were returned for analysis. No further info is available.